Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited high threshold and r-wave amplitude variation. The physician decided to explant the rv lead and replaced with a new lead. The patient was stable throughout.